Event description:
Received report of a patient that developed meningitis after epidural anesthesia. It was reported that a patient was receiving epidural pain management during labor. The epidural catheter was placed in 2002, and was discontinued later that day after a normal vaginal delivery. The following day, the patient started complaining of a severe throbbing headache, dizziness,nausea, and fever. A CT of the pt's brain was performed and was negative. A lumbar puncture was performed and tested positive for pseudomonas. The patient was treated with antibiotics and was discharged from the hosptial 8 days later in good condition. The report source indicated that the origin of the pseudomonas infection was unknown. Additional information was requested, but no further information was provided.